Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragment of essure was embedded in the peritoneum of the pouch of douglas, removed at the end of surgery'), device dislocation ('fragment of essure was embedded in the peritoneum of the pouch of douglas') and adenomyosis ('significant adenomyosis / diffuse, proximal and distal severe uterine adenomyosis') in a 36-year-old female patient who had essure (batch no. D31447) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "right insert was located in uterine horn region with bent aspect". The patient's medical history included pyelonephritis (pyelonephritis with insertion of jj catheter in 2013) in 2013, ureteral stent insertion in (B)(6) 2013, salpingitis in 1998, smoker (10 pack year), appendectomy, termination of pregnancy - elective (3 voluntary terminations of pregnancy in 2001, 2002, 2012), multiple fractures (clavicle, wrist), renal colic and chlamydial infection. No allergies reported. Previously administered products included for an unreported indication: nuvaring in 2013 and mirena in 2009. Concurrent conditions included overweight. In 2015, the patient experienced pelvic pain ("pelvic pains"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced complication of device insertion ("difficulty to perform insertion of essure insert in right tube"). In (B)(6) 2016, the patient experienced menorrhagia ("heavy menorrhagia"). In (B)(6) 2016, the patient experienced menometrorrhagia ("menometrorrhagia"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced adenomyosis (seriousness criteria hospitalization and medically significant), endometrial thickening ("thickening of significant junctional area diffuse and proximal and distal up to anterior uterine impairment"), dysmenorrhoea ("secondary dysmenorrhea"), dyspareunia ("heavy dyspareunia"), loss of libido ("loss of libido"), sinusitis ("sinusitis"), tendonitis ("tendinitis"), headache ("headaches"), vertigo ("vertigo"), asthenia ("asthenia"), dyshidrotic eczema ("dyshydrosis of hands and feet"), disturbance in attention ("concentration disorders"), sleep disorder ("sleep disorders"), depression ("depression") and memory impairment ("memory disorders") and was found to have uterine leiomyoma ("uterine fibroma") and weight increased ("weight gain (delta 7 kg for basic weight at 58 kg)"). The patient was hospitalized for 3 days. The patient was treated with glucocorticoids, nomegestrol acetate (lutenyl), tranexamic acid (exacyl) and surgery (total interadnexal hysterectomy on (B)(6) 2017 and salpingectomy with essure removal). Essure was removed on 4-may-2017. At the time of the report, the device breakage, device dislocation, tendonitis, headache, vertigo and asthenia had resolved, the adenomyosis, pelvic pain, endometrial thickening, menorrhagia, menometrorrhagia, dysmenorrhoea, dyspareunia, sinusitis, uterine leiomyoma, disturbance in attention, weight increased, depression and memory impairment outcome was unknown, the loss of libido and sleep disorder had not resolved and the dyshidrotic eczema was resolving. The reporter considered adenomyosis, asthenia, complication of device insertion, depression, device breakage, device dislocation, disturbance in attention, dyshidrotic eczema, dysmenorrhoea, dyspareunia, endometrial thickening, headache, loss of libido, memory impairment, menometrorrhagia, menorrhagia, pelvic pain, sinusitis, sleep disorder, tendonitis, uterine leiomyoma, vertigo and weight increased to be related to essure. The reporter commented: due to the impossibility for the physician to perform the insertion of essure in the right fallopian tube on (B)(6) 2015 , the physician decided to insert a ¿clip¿ while leaving essure. In view of patient's medical history of salpingitis, it is possible that it led to insertion difficulty on right. First symptoms occurred in (B)(6) 2016: heavy menorrhagia treated with lutenyl, also heavy dyspareunia associated with dysmenorrhea. MRI found significant adenomyosis. A gynecologist indicates that this uterine endometriosis explained the occurrence of menorrhagia, dyspareunia and secondary dysmenorrhea. Consequently, total interadnexal hysterectomy was performed on (B)(6) 2017 without incident, but a physician indicated in the surgical report that a fragment of essure was embedded in the peritoneum of the pouch of douglas. Surgery report - on (B)(6) 2017: fragment of essure was embedded in the peritoneum of the pouch of douglas. Follow-up from (B)(6) 2019: tubal sterilization by insertion of clips was performed due to the impossibility to insert essure in the right fallopian tube. Essure was only inserted on the left. Associated symptomatology with various and different complaints (sinusitis, tendinitis, headaches and vertigo) that the patient linked to essure. Heavy uterine endometriosis explaining menorrhagia, dyspareunia and secondary dysmenorrhea leading to total hysterectomy and bilateral salpingectomy, a fragment of essure was embedded in the peritoneum of the pouch of douglas removed at the end of surgery. Adenomyosis with no sign of malignancy. The symptomatology was linked to adenomyosis leading to hysterectomy associated with salpingectomy. Hospitalization report dated (B)(6) 2017 (hospitalized for 3 days) for hysterectomy. Intervention on (B)(6) 2017 under general anesthesia. Medical records: sick leave from (B)(6) 2015 to (B)(6) 2018, next half-time working on health grounds due to depression. Adenomyosis: responsible for gynecological disorders. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Computerised tomogram - on (B)(6) 2016: normal aspect of urinary tracts. Hysterectomy - on (B)(6) 2017: conclusion: adenomyosis with endometrial hypertrophy with no sign of malignancy. Nuclear magnetic resonance imaging abdominal - on (B)(6) 2016: pelvic MRI - indication: control of uterine fibroma and suspicion of adenomyosis following ultrasound examination on (B)(6) 2016. Result: thickening of significant junctional area measured between 16 and 25 mm of thickness, diffuse and proximal and distal up to anterior uterine impairment. Examination in favor of diffuse, proximal and distal severe uterine adenomyosis reaching the serous with sub endometrial hemorrhagic spots. Adenomyosis with no sign of malignancy. No anomalies were observed in the annexes bilateral essure inserts, including the one on right which was in a proximal position in uterine horn region and with bent aspect. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jul-2019: new events added (right insert was located in uterine horn region with bent aspect and memory disorders), treatment drugs and outcome updated. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragment of essure was embedded in the peritoneum of the pouch of douglas, removed at the end of surgery'), device dislocation ('fragment of essure was embedded in the peritoneum of the pouch of douglas'), adenomyosis ('significant adenomyosis / diffuse, proximal and distal severe uterine adenomyosis') and endometrial thickening ('thickening of significant junctional area diffuse and proximal and distal up to anterior uterine impairment') in a 36-year-old female patient who had essure (batch no. D31447) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pyelonephritis (pyelonephritis with insertion of jj catheter in 2013) in 2013, ureteral stent insertion in april 2013, salpingitis in 1998, smoker (10 pack year), appendectomy, termination of pregnancy - elective (3 voluntary terminations of pregnancy in 2001, 2002, 2012), multiple fractures (clavicle, wrist) and renal colic. No allergies reported. Previously administered products included for an unreported indication: nuvaring in 2013 and mirena in 2009. Concurrent conditions included overweight. In 2015, the patient experienced pelvic pain ("pelvic pains"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced complication of device insertion ("impossibility to perform insertion of essure insert in right tube"). In january 2016, the patient experienced menorrhagia ("heavy menorrhagia"). In february 2016, the patient experienced menometrorrhagia ("menometrorrhagia"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced adenomyosis (seriousness criteria hospitalization and medically significant), endometrial thickening (seriousness criterion medically significant), dyspareunia ("heavy dyspareunia"), dysmenorrhoea ("secondary dysmenorrhea"), sinusitis ("sinusitis"), tendonitis ("tendinitis"), headache ("headaches"), vertigo ("vertigo"), asthenia ("asthenia"), dyshidrotic eczema ("dyshydrosis of hands and feet"), loss of libido ("loss of libido"), disturbance in attention ("concentration disorders"), sleep disorder ("sleep disorders") and depression ("depression") and was found to have uterine leiomyoma ("uterine fibroma") and weight increased ("weight gain (delta 7 kg for basic weight at 58 kg)"). The patient was hospitalized for 3 days. The patient was treated with nomegestrol acetate (lutenyl), surgery (total interadnexal hysterectomy on (B)(6) 2017), removal of fragment and salpingectomy with essure removal. Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, tendonitis, headache and vertigo had resolved and the adenomyosis, endometrial thickening, menorrhagia, dyspareunia, dysmenorrhoea, complication of device insertion, sinusitis, uterine leiomyoma, pelvic pain, menometrorrhagia, asthenia, dyshidrotic eczema, loss of libido, disturbance in attention, weight increased, sleep disorder and depression outcome was unknown. The reporter considered adenomyosis, asthenia, complication of device insertion, depression, device breakage, device dislocation, disturbance in attention, dyshidrotic eczema, dysmenorrhoea, dyspareunia, endometrial thickening, headache, loss of libido, menometrorrhagia, menorrhagia, pelvic pain, sinusitis, sleep disorder, tendonitis, uterine leiomyoma, vertigo and weight increased to be related to essure. The reporter commented: due to the impossibility for the physician to perform the insertion of essure in the right fallopian tube on (B)(6) 2015 , the physician decided to insert a ¿clip¿ while leaving essure. First symptoms occurred in jan-2016: heavy menorrhagia treated with lutenyl, also heavy dyspareunia associated with dysmenorrhea. MRI found significant adenomyosis. A gynecologist indicates that this uterine endometriosis explained the occurrence of menorrhagia, dyspareunia and secondary dysmenorrhea. Consequently, total interadnexal hysterectomy was performed on (B)(6) 2017 without incident, but a physician indicated in the surgical report that a fragment of essure was embedded in the peritoneum of the pouch of douglas. Surgery report - on (B)(6) 2017: fragment of essure was embedded in the peritoneum of the pouch of douglas. Follow-up from (B)(6) 2019: tubal sterilization by insertion of clips was performed due to the impossibility to insert essure in the right fallopian tube. Essure was only inserted on the left. Associated symptomatology with various and different complaints (sinusitis, tendinitis, headaches and vertigo) that the patient linked to essure. Heavy uterine endometriosis explaining menorrhagia, dyspareunia and secondary dysmenorrhea leading to total hysterectomy and bilateral salpingectomy, a fragment of essure was embedded in the peritoneum of the pouch of douglas removed at the end of surgery. Adenomyosis with no sign of malignancy. The symptomatology was linked to adenomyosis leading to hysterectomy associated with salpingectomy. Hospitalization report dated (B)(6) 2017 (hospitalized for 3 days) for hysterectomy. Intervention on (B)(6) 2017 under general anesthesia. Medical records: sick leave from oct-2015 to sep-2018, next half-time working on health grounds due to depression. Adenomyosis: responsible for gynecological disorders. Essure did not lead to adenomyosis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Nuclear magnetic resonance imaging abdominal - on (B)(6) 2016: pelvic MRI - indication: control of uterine fibroma and suspicion of adenomyosis following ultrasound examination on (B)(6) 2016. Result: thickening of significant junctional area measured between 16 and 25 mm of thickness, diffuse and proximal and distal up to anterior uterine impairment. Examination in favor of diffuse, proximal and distal severe uterine adenomyosis reaching the serous with sub endometrial hemorrhagic spots. Adenomyosis with no sign of malignancy. No anomalies were observed in the annexes. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) -2019: outcome of events headache, vertigo, and tendinitis changed to reovered. Events "pelvic pain", "menometrorrhagia", "asthenia", "dyshydrosis of hands and feet", "loss of libido", "concentration disorders", "weight gain", "sleep disorders" and "depression" added. Medical history updated, new reporter lawyer added. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fragment of essure was embedded in the peritoneum of the pouch of douglas"), device dislocation ("fragment of essure was embedded in the peritoneum of the pouch of douglas") and adenomyosis ("significant adenomyosis") in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous (6). On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("impossibility to perform insertion of essure insert in right tube"). In (B)(6) 2016, the patient experienced menorrhagia ("heavy menorrhagia"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced adenomyosis (seriousness criterion medically significant), dyspareunia ("heavy dyspareunia") and dysmenorrhoea ("secondary dysmenorrhea"). The patient was treated with nomegestrol acetate (lutenyl), surgery (essure removal) and surgery (total interadnexal hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, adenomyosis, menorrhagia, dyspareunia, dysmenorrhoea and complication of device insertion outcome was unknown. The reporter considered adenomyosis, complication of device insertion, device breakage, device dislocation, dysmenorrhoea, dyspareunia and menorrhagia to be related to essure. The reporter commented: due to the impossibility for the physician to perform the insertion of essure in the right fallopian tube on (B)(6) 2015 , the physician decided to insert a -¿clip¿- while leaving essure. First symptoms occurred in (B)(6) 2016: heavy menorrhagia treated with lutenyl, also heavy dyspareunia associated with dysmenorrhea. MRI found significant adenomyosis. A gynecologist indicates that this uterine endometriosis explained the occurrence of menorrhagia, dyspareunia and secondary dysmenorrhea. Consequently, total interadnexal hysterectomy was performed on (B)(6) 2017 without incident, but a physician indicated in the surgical report that a fragment of essure was embedded in the peritoneum of the pouch of douglas. Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging - on an unknown date: significant adenomyosis surgery report - on (B)(6) 2017: fragment of essure was embedded in the peritoneum of the pouch of douglas. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage and device dislocation ('fragment of essure was embedded in the peritoneum of the pouch of douglas'), adenomyosis ('significant adenomyosis / diffuse, proximal and distal severe uterine adenomyosis') and post procedural haemorrhage ('bleeding immediately after essure placement ') in a 36-year-old female patient who had essure (batch no. D31447) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "right insert was located in uterine horn region with bent aspect". The patient's medical history included pyelonephritis (pyelonephritis with insertion of jj catheter in 2013) in 2013, ureteral stent insertion in (B)(6) 2013, salpingitis in 1998, smoker (10 pack year), appendectomy, termination of pregnancy - elective (3 voluntary terminations of pregnancy in 2001, 2002, 2012), multiple fractures (clavicle, wrist), renal colic and chlamydial infection. No allergies reported. Previously administered products included for an unreported indication: nuvaring in 2013 and mirena in 2009. Concurrent conditions included overweight. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced procedural pain ("pelvic pain immediately after essure placement "), post procedural haemorrhage (seriousness criterion medically significant), complication of device insertion ("difficulty to perform insertion of essure insert in right tube") and abdominal pain ("abdominal pain "). In 2015, the patient experienced pelvic pain ("pelvic pains"). In (B)(6) 2016, the patient experienced menorrhagia ("heavy menorrhagia"). In (B)(6) 2016, the patient experienced menometrorrhagia ("menometrorrhagia"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced adenomyosis (seriousness criteria hospitalization and medically significant), endometrial thickening ("thickening of significant junctional area diffuse and proximal and distal up to anterior uterine impairment"), dysmenorrhoea ("secondary dysmenorrhea"), dyspareunia ("heavy dyspareunia"), loss of libido ("loss of libido"), sinusitis ("sinusitis"), tendonitis ("tendinitis"), headache ("headaches"), vertigo ("vertigo"), asthenia ("asthenia"), dyshidrotic eczema ("dyshydrosis of hands and feet"), disturbance in attention ("concentration disorders"), sleep disorder ("sleep disorders"), depression ("depression") and memory impairment ("memory disorders") and was found to have uterine leiomyoma ("uterine fibroma") and weight increased ("weight gain (delta 7 kg for basic weight at 58 kg)"). The patient was hospitalized for 3 days. The patient was treated with glucocorticoids, nomegestrol acetate (lutenyl), tranexamic acid (exacyl) and surgery (total interadnexal hysterectomy, salpingectomy with essure removal and salpingectomy with essure removal / laparoscopic interadnexal hysterectomy) on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, tendonitis, headache, vertigo and asthenia had resolved, the adenomyosis, pelvic pain, endometrial thickening, menorrhagia, menometrorrhagia, dysmenorrhoea, dyspareunia, sinusitis, uterine leiomyoma, disturbance in attention, weight increased, depression, memory impairment, abdominal pain, procedural pain and post procedural haemorrhage outcome was unknown, the loss of libido and sleep disorder had not resolved and the dyshidrotic eczema was resolving. The reporter considered abdominal pain, adenomyosis, asthenia, complication of device insertion, depression, device breakage, device dislocation, disturbance in attention, dyshidrotic eczema, dysmenorrhoea, dyspareunia, endometrial thickening, headache, loss of libido, memory impairment, menometrorrhagia, menorrhagia, pelvic pain, post procedural haemorrhage, procedural pain, sinusitis, sleep disorder, tendonitis, uterine leiomyoma, vertigo and weight increased to be related to essure. The reporter commented: due to the impossibility for the physician to perform the insertion of essure in the right tube on (B)(6) 2015 , it was decided to insert a ¿clip¿ while leaving essure. In view of patient's medical history of salpingitis, it is possible that it led to insertion difficulty on right. First symptoms occurred in (B)(6) 2016: heavy menorrhagia treated with lutenyl, also heavy dyspareunia associated with dysmenorrhea. MRI found significant adenomyosis. A gynecologist indicates that this uterine endometriosis explained the occurrence of menorrhagia, dyspareunia and secondary dysmenorrhea. Consequently, total interadnexal hysterectomy was performed on (B)(6) 2017 without incident, but a physician indicated in the surgical report that a fragment of essure was embedded in the peritoneum of the pouch of douglas. Surgery report - on (B)(6) 2017: fragment of essure was embedded in the peritoneum of the pouch of douglas. Follow-up from (B)(6) 2019: tubal sterilization by insertion of clips was performed due to the impossibility to insert essure in the right tube. Essure was only inserted on the left. Associated symptomatology with various and different complaints (sinusitis, tendinitis, headaches and vertigo) that the patient linked to essure. Heavy uterine endometriosis explaining menorrhagia, dyspareunia and secondary dysmenorrhea leading to total hysterectomy and bilateral salpingectomy, a fragment of essure was embedded in the peritoneum of the pouch of douglas removed at the end of surgery. Adenomyosis with no sign of malignancy. The symptomatology was linked to adenomyosis leading to hysterectomy associated with salpingectomy. Hospitalization report dated (B)(6) 2017 (hospitalized for 3 days) for hysterectomy. Intervention on (B)(6) 2017 under general anesthesia. Medical records: sick leave from (B)(6) 2015 to (B)(6) 2018, next half-time working on health grounds due to depression. Adenomyosis: responsible for gynecological disorders. (B)(6) 2019: good general health status. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Computerised tomogram - on (B)(6) 2016: normal aspect of urinary tracts. Hysterectomy - on (B)(6) 2017: conclusion: adenomyosis with endometrial hypertrophy with no sign of malignancy. Nuclear magnetic resonance imaging abdominal - on (B)(6) 2016: pelvic MRI - indication: control of uterine fibroma and suspicion of adenomyosis following ultrasound examination on (B)(6) 2016. Result: thickening of significant junctional area measured between 16 and 25 mm of thickness, diffuse and proximal and distal up to anterior uterine impairment. Examination in favor of diffuse, proximal and distal severe uterine adenomyosis reaching the serous with sub endometrial hemorrhagic spots. Adenomyosis with no sign of malignancy. No anomalies were observed in the annexes bilateral essure inserts, including the one on right which was in a proximal position in uterine horn region and with bent aspect. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: case extraction form received. Information added/updated: patient¿s medical history, essure insertion date, events abdominal pain, pelvic pain immediately after essure placement, bleeding immediately after essure placement. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fragment of essure was embedded in the peritoneum of the pouch of douglas, removed at the end of surgery"), device dislocation ("fragment of essure was embedded in the peritoneum of the pouch of douglas"), adenomyosis ("significant adenomyosis / diffuse, proximal and distal severe uterine adenomyosis") and endometrial thickening ("thickening of significant junctional area diffuse and proximal and distal up to anterior uterine impairment") in a 36-year-old female patient who had essure (batch no. D31447) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous (6 children), smoker (10 pack year), appendectomy, ureteral stent insertion in (B)(6) 2013 and termination of pregnancy - elective (3 voluntary terminations of pregnancy). No allergies reported. Concurrent conditions included overweight. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced complication of device insertion ("impossibility to perform insertion of essure insert in right tube"). In (B)(6) 2016, the patient experienced menorrhagia ("heavy menorrhagia"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced adenomyosis (seriousness criteria hospitalization and medically significant), endometrial thickening (seriousness criterion medically significant), dyspareunia ("heavy dyspareunia"), dysmenorrhoea ("secondary dysmenorrhea"), sinusitis ("sinusitis"), tendonitis ("tendinitis"), headache ("headaches") and vertigo ("vertigo") and was found to have uterine leiomyoma ("uterine fibroma"). The patient was hospitalized for 3 days. The patient was treated with nomegestrol acetate (lutenyl), surgery (total interadnexal hysterectomy on (B)(6) 2017), removal of fragment and salpingectomy with essure removal. Essure was removed on (B)(6) 2017. At the time of the report, the device breakage and device dislocation had resolved and the adenomyosis, endometrial thickening, menorrhagia, dyspareunia, dysmenorrhoea, complication of device insertion, sinusitis, tendonitis, headache and vertigo outcome was unknown. The reporter considered adenomyosis, complication of device insertion, device breakage, device dislocation, dysmenorrhoea, dyspareunia, endometrial thickening, headache, menorrhagia, sinusitis, tendonitis, uterine leiomyoma and vertigo to be related to essure. The reporter commented: due to the impossibility for the physician to perform the insertion of essure in the right fallopian tube on (B)(6) 2015 , the physician decided to insert a ¿clip¿ while leaving essure. First symptoms occurred in (B)(6) 2016: heavy menorrhagia treated with lutenyl, also heavy dyspareunia associated with dysmenorrhea. MRI found significant adenomyosis. A gynecologist indicates that this uterine endometriosis explained the occurrence of menorrhagia, dyspareunia and secondary dysmenorrhea. Consequently, total interadnexal hysterectomy was performed on (B)(6) 2017 without incident, but a physician indicated in the surgical report that a fragment of essure was embedded in the peritoneum of the pouch of douglas. Surgery report - on (B)(6) 2017: fragment of essure was embedded in the peritoneum of the pouch of douglas. Follow-up from (B)(6) 2019: tubal sterilization by insertion of clips was performed due to the impossibility to insert essure in the right fallopian tube. Essure was only inserted on the left. Associated symptomatology with various and different complaints (sinusitis, tendinitis, headaches and vertigo) that the patient linked to essure. Heavy uterine endometriosis explaining menorrhagia, dyspareunia and secondary dysmenorrhea leading to total hysterectomy and bilateral salpingectomy, a fragment of essure was embedded in the peritoneum of the pouch of douglas removed at the end of surgery. Adenomyosis with no sign of malignancy. The symptomatology was linked to adenomyosis leading to hysterectomy associated with salpingectomy. Hospitalization report dated (B)(6) 2017 (hospitalized for 3 days) for hysterectomy. Intervention on (B)(6) 2017 under general anesthesia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Nuclear magnetic resonance imaging abdominal - on (B)(6) 2016: pelvic MRI - indication: control of uterine fibroma and suspicion of adenomyosis following ultrasound examination on (B)(6) 2016. Result: thickening of significant junctional area measured between 16 and 25 mm of thickness, diffuse and proximal and distal up to anterior uterine impairment. Examination in favor of diffuse, proximal and distal severe uterine adenomyosis reaching the serous with sub endometrial hemorrhagic spots. Adenomyosis with no sign of malignancy. No anomalies were observed in the annexes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: follow-up via legal department: batch number provided. Medical history and lab data added. Reporter's comment updated. Endometrial thickening, sinusitis, tendinitis, headache, vertigo, and uterine fibroma were added as events. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fragment of essure was embedded in the peritoneum of the pouch of douglas, removed at the end of surgery"), device dislocation ("fragment of essure was embedded in the peritoneum of the pouch of douglas"), adenomyosis ("significant adenomyosis / diffuse, proximal and distal severe uterine adenomyosis") and endometrial thickening ("thickening of significant junctional area diffuse and proximal and distal up to anterior uterine impairment") in a 36-year-old female patient who had essure (batch no. D31447) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous (6 children), smoker (10 pack year), appendectomy, ureteral stent insertion in (B)(6) 2013 and termination of pregnancy - elective (3 voluntary terminations of pregnancy). No allergies reported. Concurrent conditions included overweight. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced complication of device insertion ("impossibility to perform insertion of essure insert in right tube"). In (B)(6) 2016, the patient experienced menorrhagia ("heavy menorrhagia"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced adenomyosis (seriousness criteria hospitalization and medically significant), endometrial thickening (seriousness criterion medically significant), dyspareunia ("heavy dyspareunia"), dysmenorrhoea ("secondary dysmenorrhea"), sinusitis ("sinusitis"), tendonitis ("tendinitis"), headache ("headaches") and vertigo ("vertigo") and was found to have uterine leiomyoma ("uterine fibroma"). The patient was hospitalized for 3 days. The patient was treated with nomegestrol acetate (lutenyl), surgery (total interadnexal hysterectomy on (B)(6) 2017), removal of fragment and salpingectomy with essure removal. Essure was removed on (B)(6) 2017. At the time of the report, the device breakage and device dislocation had resolved and the adenomyosis, endometrial thickening, menorrhagia, dyspareunia, dysmenorrhoea, complication of device insertion, sinusitis, tendonitis, headache, vertigo and uterine leiomyoma outcome was unknown. The reporter considered adenomyosis, complication of device insertion, device breakage, device dislocation, dysmenorrhoea, dyspareunia, endometrial thickening, headache, menorrhagia, sinusitis, tendonitis, uterine leiomyoma and vertigo to be related to essure. The reporter commented: due to the impossibility for the physician to perform the insertion of essure in the right fallopian tube on (B)(6) 2015 , the physician decided to insert a ¿clip¿ while leaving essure. First symptoms occurred in (B)(6) 2016: heavy menorrhagia treated with lutenyl, also heavy dyspareunia associated with dysmenorrhea. MRI found significant adenomyosis. A gynecologist indicates that this uterine endometriosis explained the occurrence of menorrhagia, dyspareunia and secondary dysmenorrhea. Consequently, total interadnexal hysterectomy was performed on (B)(6) 2017 without incident, but a physician indicated in the surgical report that a fragment of essure was embedded in the peritoneum of the pouch of douglas. Surgery report: on (B)(6) 2017: fragment of essure was embedded in the peritoneum of the pouch of douglas. Follow-up from (B)(6) 2019: tubal sterilization by insertion of clips was performed due to the impossibility to insert essure in the right fallopian tube. Essure was only inserted on the left. Associated symptomatology with various and different complaints (sinusitis, tendinitis, headaches and vertigo) that the patient linked to essure. Heavy uterine endometriosis explaining menorrhagia, dyspareunia and secondary dysmenorrhea leading to total hysterectomy and bilateral salpingectomy, a fragment of essure was embedded in the peritoneum of the pouch of douglas removed at the end of surgery. Adenomyosis with no sign of malignancy. The symptomatology was linked to adenomyosis leading to hysterectomy associated with salpingectomy. Hospitalization report dated (B)(6) 2017 (hospitalized for 3 days) for hysterectomy. Intervention on (B)(6) 2017 under general anesthesia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Nuclear magnetic resonance imaging abdominal: on (B)(6) 2016: pelvic MRI - indication: control of uterine fibroma and suspicion of adenomyosis following ultrasound examination on (B)(6) 2016. Result: thickening of significant junctional area measured between 16 and 25 mm of thickness, diffuse and proximal and distal up to anterior uterine impairment. Examination in favor of diffuse, proximal and distal severe uterine adenomyosis reaching the serous with sub endometrial hemorrhagic spots. Adenomyosis with no sign of malignancy. No anomalies were observed in the annexes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-mar-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("fragment of essure was embedded in the peritoneum of the pouch of douglas"), device breakage ("fragment of essure was embedded in the peritoneum of the pouch of douglas") and adenomyosis ("significant adenomyosis") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous (6). On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("impossibility to perform insertion of essure insert in right tube"). In (B)(6) 2016, the patient experienced menorrhagia ("heavy menorrhagia"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced adenomyosis (seriousness criterion medically significant), dyspareunia ("heavy dyspareunia") and dysmenorrhoea ("secondary dysmenorrhea"). The patient was treated with nomegestrol acetate (lutenyl), surgery (essure removal) and surgery (total inter adnexal hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, adenomyosis, menorrhagia, dyspareunia, dysmenorrhoea and complication of device insertion outcome was unknown. The reporter considered adenomyosis, complication of device insertion, device breakage, device dislocation, dysmenorrhoea, dyspareunia and menorrhagia to be related to essure. The reporter commented: due to the impossibility for the physician to perform the insertion of essure in the right fallopian tube on (B)(6) 2015 , the physician decided to insert a -¿clip¿- while leaving essure. First symptoms occurred in (B)(6) 2016: heavy menorrhagia treated with lutenyl, also heavy dyspareunia associated with dysmenorrhea. MRI found significant adenomyosis. A gynecologist indicates that this uterine endometriosis explained occurrence of menorrhagia, dyspareunia and secondary dysmenorrhea. Consequently, total inter adnexal hysterectomy was performed on (B)(6) 2017 without incident, but a physician indicated in the surgical report that a fragment of essure was embedded in the peritoneum of the pouch of douglas. Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging - on an unknown date: significant adenomyosis surgery report - on (B)(6) 2017: fragment of essure was embedded in the peritoneum of the pouch of douglas. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.